Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was concern for a possible outflow graft issue. Log files were sent for review. The event log file captured clusters of pulsatility index (pi) events on 17jun2024 from 10:34am to 11:51am.

Manufacturer narrative:
B2: outcomes corrected. H6: 4882 - kidney injury. Manufacturer's investigation conclusion: the reported outflow graft issue could not be confirmed through this evaluation as no images were submitted for analysis and as of 04sep2024, the device has not been returned for evaluation. If the device returns at a later date this investigation will be reopened. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported adverse events could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed that no notable events were captured. The pump appeared to function as intended at the fixed speed. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the hm3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there was some volume overload and that the patients international normalized ratio (inr) was therapeutic. It was unknown if any changes had occurred to pump parameters. Diagnostic testing included an echocardiogram, right heart catheterization and a computed tomography (CT) scan. Images were not available for the CT. It was noted the patient experienced fatigue and had developed some acute kidney injury (aki). The patients heart transplant evaluation was expedited, and the patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
Report type: serious injury no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.